Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated and pump shut off. Customer's blood glucose was 250 mg/dl. Although multiple attempts were made by tandem technical support to confirm if battery issues were solved, customer did not reply.